Event description:
Per the clinic, the device was explanted (reason unknown) on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device. The device analysis report is attached.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.